Event description:
It was reported that the left ventricular lead dislodged and exhibited high thresholds. The lead was explanted and replaced. The patients condition was good before and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.